Manufacturer narrative:
No device/lot information was provided. Therefore, a lot history record review and a review of the ears database could not be performed. As reported in a research article titled "delayed surgical management of an amplatzer device migration into the aorto-iliac bifurcation", an event of migration and occlusion was observed. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information available in the article, the cause of the reported migration appears to be related to procedural conditions (undersized occluder). The reported occlusion is a cascading event of the migration. The reported unexpected medical intervention, surgery, and hospitalization were the results of case-specific circumstances, as a snare was used, and the patient was further hospitalized for an open surgical retrieval. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " delayed surgical management of an amplatzer device migration into the aorto-iliac bifurcation ".

Event description:
The article "delayed surgical management of an amplatzer device migration into the aorto-iliac bifurcation" was reviewed. It was reported that on an unknown date, two 10mm amplatzer septal occluders were implanted to close two atrial septal defects (asds) measuring 10 and 11mm. Six months post procedure, the patient presented with claudication symptoms. On transesophageal echocardiography, only one amplatzer septal occluder was present. A computed tomography (CT) scan was performed, and it was discovered that the second device had migrated into the aorto-iliac bifurcation. The cause of the embolization was believed to be due to the undersizing of the septal occluder. The device was attempted to be removed using percutaneous approach which was unsuccessful. The patient was sent to open surgical retrieval. The device was endothelialized and tightly attached to the aorta. An 18mm septal occluder was then implanted. The patient was discharged four days after the procedure. The primary author of the article is david gadoin, aortic center, department of vascular surgery, hôpital marie lannelongue, groupe hospitalier paris, saint joseph, inserm umr_s 999, université paris saclay, le plessis-robinson, france. The correspondence author is stéphan haulon, aortic center, department of vascular surgery, hôpital marie lannelongue, groupe; hospitalier paris saint joseph, inserm umr_s 999, université paris-saclay; 133 avenue de la resistance, le plessis robinson, 92350, france; with the corresponding email s.haulon@ghpsj.fr.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled " delayed surgical management of an amplatzer device migration into the aorto-iliac bifurcation. "